Event description:
As reported by the sales rep, the doctor mentioned that he used a smart flex on proximal sfa. He was trying to line up the stent with the bifurcation of the sfa & profunda. The stent landed a little more proximally of the bifurcation. The patient was fine when they left the hospital. He pre-dilated the sfa. He stented 1:1. He thinks he used an 80 length smart flex.

Manufacturer narrative:
The product remains implanted in the patient; therefore, it will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. (B)(4).

Manufacturer narrative:
Complaint conclusion: a report was received that a smart flex stent was deployed a little more proximally than intended. There was no reported patient injury. The target lesion was located in the superficial femoral artery (sfa) at the bifurcation of the profunda. The physician intended to deploy the 6.0 x 150mm smart flex biliary near the bifurcation after pre-dilating it. However it landed a little more proximal of the bifurcation than he had intended. Details as to whether the patient required further intervention were not provided but no patient injury resulted from this event. The product was not returned for analysis. A device history record (DHR) review was performed and revealed that this lot of products met specification prior to release. According to the product instructions for use (IFU) the smart flex biliary stent system is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. Lastly, the unintentional placement of stent is listed as a potential hazard or side effect in the IFU. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, procedural factors (use of the device in the vasculature) may have contributed to the reported event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the DHR review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.